Manufacturer narrative:
Complaint broken and loose wire is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional finding: indentation and scratch on distal pulley. There is an indentation on the edge and couple of scratches on the surface of one pulley. Other distal pulley is fine. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci s hysterectomy procedure, the surgical staff reported seeing broken and loose wires at the distal tip of the mega suturecut needle driver. No patient harm, adverse outcome or injury was reported.